Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product sw996k - activ l inf.plate s1 size l 5°/spikes. According to the complaint description, the activl implants were removed due to the patient's complaints of pain. There were no defects found with the implants. The surgeon felt that the patient's symptoms were psychological in nature as such the complaint was not reported nor was an explant kit requested. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: 9610612-2024-00149 (aesculap ag reference no. (B)(4)). 9610612-2024-00150 (aesculap ag reference no. (B)(4)). 9610612-2024-00151 (aesculap ag reference no. (B)(4)).

Event description:
Assoociated medwatch reports: 9610612-2024-00149 (aesculap ag reference no. (B)(6)). 9610612-2024-00150 (aesculap ag reference no. (B)(6)). 9610612-2024-00151 (aesculap ag reference no. (B)(6)).

Manufacturer narrative:
Additional information: h6 - codes updated investigation findings: the products were not received. The investigation was based upon event description, device history review, and historical data analysis. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered eportable for the following reason - adverse event (not later than 30 days). The ssessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based upon the investigation results, a root cause cannot be determined. The results show no hints for a product or manufacturing error. In the event that the product is returned in the future, another investigation will be performed unsolicited. According to the complaint description, the problem is not caused by the implants. Based upon the investigation results, a CAPA is not necessary.